Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-apr-2024, the patient reported that there was infusion set leakage. No further information was available.